Manufacturer narrative:
Breakaway head section.

Event description:
It was reported by service report that the breakaway head section would not stay in the upright position due to missing pivot pins and subsequent retaining rings. No pt involvement or adverse consequences are reported.